Event description:
The biomedical engineer (bme) reported that the network card in the central nurse's station (cns) was damaged, and the cable appeared to have been pulled out accidentally. This caused the cns to have connectivity issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the network card in the central nurse's station (cns) was damaged, and the cable appeared to have been pulled out accidentally. This caused the cns to have connectivity issue. No patient harm was reported. Investigation summary: customer stated network card was damaged as the cable was accidently pulled out. The biomed requested the price for the replacement card. Nihon kohden technical support (nk ts) informed customer of the cost of replacing the device as mother boards are no longer in production. The device was returned for evaluation. The device evaluation could not duplicate the problem. The physical evaluation found no device damage. The pcbs board was found to be in working condition. An exchange of the device was sent to the customer. With information available, the most likely root cause is the facility's network environment. Comm loss is an error message notifying the user of loss of network communication between the monitoring devices and the central nurse's station (cns). Possible causes of a communication error message could be when the network cable or connector is disconnected or faulty, if the wireless router or hub is faulty, if the settings of the bedside monitor are not the same as the cns or if there are duplicate ip addresses being used by more than one bed. Communication loss may also occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection or cause the host table to become unbalanced. Because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction and, thus, do not warrant a corrective action. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Additional information: b4 date of this report g6 type of report h2 if follow-up, what type? H10 additional manufacturer narrative - removed the extra investigation summary and added the details of complaint writeup.

Manufacturer narrative:
Investigation summary: nihon kohden technical support (nk ts) requested the biomed assistance in troubleshooting as the caller was not comfortable performing troubleshooting steps. During a follow up call, the biomed stated that the issue was resolved. The root cause is most likely to be the facility's network environment. The cns device most likely became disconnected from the network due to changes or settings managed by the facility's it department. The biomed rebooted the cns and the issue resolved. A review of the serial number history shows no recurrence of the reported issue. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Investigation summary: customer stated network card was damaged as the cable was accidently pulled out. The biomed requested the price for the replacement card. Nihon kohden technical support (nk ts) informed customer of the cost of replacing the device as mother boards are no longer in production. The device was returned for evaluation. The device evaluation could not duplicate the problem. The physical evaluation found no device damage. The pcbs board was found to be in working condition. An exchange of the device was sent to the customer. With information available, the most likely root cause is the facility's network environment. Comm loss is an error message notifying the user of loss of network communication between the monitoring devices and the central nurse's station (cns). Possible causes of a communication error message could be when the network cable or connector is disconnected or faulty, if the wireless router or hub is faulty, if the settings of the bedside monitor are not the same as the cns or if there are duplicate ip addresses being used by more than one bed. Communication loss may also occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection or cause the host table to become unbalanced. Because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction and, thus, do not warrant a corrective action. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the network card in the central nurse's station (cns) was damaged, and the cable appeared to have been pulled out accidentally. This caused the cns to have connectivity issue. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the network card was damaged, and appears the cable got pulled out accidentally. Now the central nurse's station (cns) was having intermittent connectivity issues. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the patient information as requested. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. Bedside monitor(s): model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the network card was damaged, and appears the cable got pulled out accidentally. Now the central nurse's station (cns) was having intermittent connectivity issues. No patient harm was reported.